Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 400 mg/dl and then rise to 488 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injections and insulin for high blood glucose level. Customer did not experience any symptoms related to high blood glucose level. Customer stated that the cannula was bent. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Also, device was programmed with test minilink and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. Device sensor function properly and no anomaly noted. No unexpected weak signal or lost sensor alarms noted during testing. Device was also programmed with test glucose meter, device communicated properly and recorded the 93 mg/dl value properly from glucose meter. (B)(4).